Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the caller's report of "between christmas and new year." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer whose adc freestyle libre sensor applicator needle broke upon attempting to apply. The customer began to tremble, feel bad, and was unable to self-treat. The customer's daughter provided him with compote and he reportedly felt normal after. There was no report of death or permanent injury associated with this event.